Event description:
During installation, a field service engineer (fse) from beckman coulter inc. (Bci) found the hydro canister lids of the unicel dxc 600 pro synchron chemistry analyzer to be cracked. No injury was reported in association with this event.

Manufacturer narrative:
A bci field service engineer (fse) replaced the canister.